Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle cap rubber plug was broken and leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient underwent ctu enhancement on dual-source CT. In the middle of the right elbow, the y-type of 22g indwelling needle was placed and the test was normal. After that, the iodine solution was injected under high pressure: the pressure was 150 psi, the flow rate was 3.5 ml/sec. When about 40 ml was injected, a click was heard. Immediately shut down the machine and stop the injection. Inspection into the machine room, found that the indwelling needle heparin cap rubber plug is broken. There is iodine flying out. Check 11 ml of residual iodine in the high-pressure syringe. Give the patient an explanation and communicate with the technician, can continue the examination. Re-replace the heparin cap and re-examine with the CT enhancement.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle cap rubber plug was broken and leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient underwent ctu enhancement on dual-source CT. In the middle of the right elbow, the y-type of 22g indwelling needle was placed and the test was normal. After that, the iodine solution was injected under high pressure: the pressure was 150 psi, the flow rate was 3.5 ml/sec. When about 40 ml was injected, a click was heard. Immediately shut down the machine and stop the injection. Inspection into the machine room, found that the indwelling needle heparin cap rubber plug is broken. There is iodine flying out. Check 11 ml of residual iodine in the high-pressure syringe. Give the patient an explanation and communicate with the technician, can continue the examination. Re-replace the heparin cap and re-examine with the CT enhancement.